Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced wound dehiscence and infection. It was noted the patient had a scab that came off. The incision was leaking pus and a suture came out. The physician prescribed antibiotics. It was then noted that the incision had opened and the patient was seen in the physician's office. The physician closed the incision site and there were no issues noted with the device. The patient was in pain and was no longer feeling stimulation. The patient will follow up with the physician after two weeks. There were no further patient complications reported. Additional information reported that the physician stated when the patient came into the office, the incision was not completely open and was draining clear fluid. The incision was cleaned with betadine and closed back up. The patient was placed on antibiotics. The patient went to the emergency department (ed) for pain. It was noted that the patient was picking at the implant site. Four days later, the patient went to the ed and the physician opened the incision for healing. Two days after that, the neurostimulator came out of the patient's body and they went back to the ed. The neurostimulator and lead were then removed from the patient. The incision was cleaned and closed with silk sutures. The patient has since pulled out the silk sutures and went back to the ed. The incision is currently open to heal.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced wound dehiscence and infection. It was noted the patient had a scab that came off. The incision was leaking pus and a suture came out. The physician prescribed antibiotics. It was then noted that the incision had opened and the patient was seen in the physician's office. The physician closed the incision site and there were no issues noted with the device. The patient was in pain and was no longer feeling stimulation. The patient will follow up with the physician after two weeks. There were no further patient complications reported. Additional information reported that the physician stated when the patient came into the office, the incision was not completely open and was draining clear fluid. The incision was cleaned with betadine and closed back up. The patient was placed on antibiotics. The patient went to the emergency department (ed) for pain. It was noted that the patient was picking at the implant site. Four days later, the patient went to the ed and the physician opened the incision for healing. Two days after that, the neurostimulator came out of the patient's body and they went back to the ed. The neurostimulator and lead were then removed from the patient. The incision was cleaned and closed with silk sutures. The patient has since pulled out the silk sutures and went back to the ed. The incision is currently open to heal. It was further reported that the patient was re-implanted with a new device on (B)(6) 2025. Post-op follow up was attempted, but was unsuccessful.

Event description:
It was reported that the patient with this neurostimulator experienced wound dehiscence and infection. It was noted the patient had a scab that came off. The incision was leaking pus and a suture came out. The physician prescribed antibiotics. It was then noted that the incision had opened and the patient was seen in the physician's office. The physician closed the incision site and there were no issues noted with the device. The patient was in pain and was no longer feeling stimulation. The patient will follow up with the physician after two weeks. There were no further patient complications reported. Additional information reported that the physician stated when the patient came into the office, the incision was not completely open and was draining clear fluid. The incision was cleaned with betadine and closed back up. The patient was placed on antibiotics. The patient went to the emergency department (ed) for pain. It was noted that the patient was picking at the implant site. Four days later, the patient went to the ed and the physician opened the incision for healing. Two days after that, the neurostimulator came out of the patient's body and they went back to the ed. The neurostimulator and lead were then removed from the patient. The incision was cleaned and closed with silk sutures. The patient has since pulled out the silk sutures and went back to the ed. The incision is currently open to heal.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.